Manufacturer narrative:
The insulin pump was received with minor scratched display window. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, reservoir tube, and belt clip slot.

Event description:
Customer reported, the insulin pump was cracked by the battery housing and the rubber impact was sticking out. Customer's blood glucose was 148 mg/dl. Customer stated, she got the device caught on a dress but it hit the carpet floor. Customer carries the device in her pocket when she is at work. Customer stated, she has dropped the device and bumped it. Customer also stated, the screen was beat. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.